Event description:
The patient reported ongoing bite concerns, posterior open bite, and that jaw socket pops after not moving for a while.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.